Manufacturer narrative:
H6, results-no device code listed for pulse generator. Conclusions-primary finding of device analysis revealed the device was functioning normally, with no anomaly found. The reported device problem could not be duplicated.

Event description:
Reported as "pt experiencing shocks from the device while it was off. Sometimes these shocks resulted in the device being switched on."